Event description:
It was reported that two different leads were attempted to be placed but upon positioning both leads had high thresholds. It was also reported that there were helix retraction difficulties. One helix would not retract and the other retracted after an excessive number of turns. A tined lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. It was noted that there was blood on the distal conductor of the lead and it was obstructed, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the inner and outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).